Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that the patient underwent peripheral to central catheter placement at our hospital's PICC clinic on (B)(6) 2025. Routine maintenance was performed, and the catheter functioned normally. On (B)(6) 2026, during intravenous infusion in the oncology ward, the nurse discovered the peripheral to central catheter connection had disengaged, causing medication leakage. The nurse promptly trimmed the catheter and replaced the connector, restoring normal function without adverse consequences for the patient. Routine maintenance occurs approximately weekly; the maintenance previous to january 3rd revealed no issues. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a disconnected catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt clearvue catheter and two-piece connector assembly was returned for evaluation. An initial visual observation of the photograph showed the catheter implanted into the patient. The proximal and distal connectors pieces were assembled together but the connector assembly set was detached from the catheter shaft. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the detachment. This complaint will be recorded for future trending and monitoring purposes.